Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, follow up info received on september 24, 2009, revealed an MDR- reportable malfunction. This manufacturer report is being submitted based on the follow up info. This MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2009-04919 for a description of the other device. A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (pt age, over 50). According to the complainant, at the beginning of the heat up phase, a fluid loss alarm occurred at 10 cc/sec. In addition, two tenaculums were used. The procedure was aborted and there were no pt complications reported with this event. Follow up info received on september 24, 2009 revealed that there was leaking at the cervix, no leakage in the procedure set, heater canister was completely filled, and there was no internal absorption.

Manufacturer narrative:
The complainant has indicated that suspect device has been disposed and will not be returned; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed. (B)(4).